Manufacturer narrative:
510k: this report is for an unknown artificial disc replacement: prodisc c/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a prodisc-c removal will be scheduled on april 16, 2019. The reason for removal was unknown. There was no revision information as of this time. This complaint involves one (1) device. This report is for one (1) unk - artificial disc replacement: prodisc c. This report is 1 of 1 for (B)(4).